Manufacturer narrative:
One device has been returned for evaluation. The product was examined visually. The complaint is confirmed. No definitive root cause could be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a cerebral angiography procedure, the catheter tip detached within the patient's carotid artery. The physician had acquired retrograde arterial access and had negotiated the patient's common carotid artery with a catheter and guidewire. During the cerebral angiography the catheter tip detached within the patient's carotid artery. The physician then used a vascular retrieval device to successfully remove the catheter tip from the patient.